Manufacturer narrative:
The patient continues on lvad support. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient was admitted for a gi bleed and would continue to be monitored.

Manufacturer narrative:
A specific cause for the patient¿s reported gi bleed could not be determined as the patient remains ongoing on the lvad. It was communicated that the patient was admitted for a gi bleed and that the patient would continue to be monitored. It was also communicated that the patient was readmitted for a gi bleed approximately 5 months later and at that time the patient¿s anticoagulation was reduced and the patient was discharged. Please reference medical device report number 2916596-2015-00143 for the investigations findings regarding that event. The patient remains ongoing with no further issues reported. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.